Manufacturer narrative:
Based on the analysis, it is hypothesized that the patient may have anterior tilting of the distal femoral component during knee movement, which affects the hyperextension stop mechanism and lead to the tibial insert screw fracture.

Event description:
A patient underwent the total knee joint replacement on (B)(6) 2022. Two years postoperatively, the patient reported a sensation of dislocation without history of falls, collisions, or strenuous activity. During a revision surgery performed on (B)(6) 2024, the retrieved implant revealed that the tibial insert component had fractured.